Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose level increased to 18.6 mmol/l (334.8 mg/dl) between 5 and 24 hours of pod use, during which their glucose levels briefly fluctuated and eventually remained high despite multiple correction boluses. The patient later removed the pod from the infusion site (abdomen) and observed that the cannula was kinked. As treatment, a new pod was applied, and a correction bolus was administered. The faulty pod was discarded.